Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the physician decided to replace the atrial lead due to very small p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.